Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab was not fully unwrapping under fluoroscopy which was producing high pressure alarms continuously. I instructed doctor on how to do a manual inflation which was attempted x2 and unsuccessful. Iab and sheath removed over guidewire preserving insertion site. Doctor wanted to try and place another 40 cc lws iab. Encouraged fos connection prior to tray manipulation which was successful. When team was prepping iab, retaining tube remained on iab. Discouraged ccl team from use of balloon because of tube. Iab placed despite this. After placement of the new 40 cc lws iab, delayed unwrapping at the distal tip was noted. Manual inflation x1 allowed full unwrapping and iabp to function appropriately". No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2026-00561.